Event description:
It was found membrane broken during the first use. Blood flow rate: 80ml/min. Tmp: 40mmhg. The pt did not suffer any blood loss. No medical intervention necessary.

Manufacturer narrative:
Internal blood leaks can occur due to damage to the hollow fibers. No further info is expected for this specific event, and the case is considered closed.